Event description:
Caller reported compact plus blood glucose results of 23 mmol/l, 15 mmol/l, and 7 mmol/l within 5 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).